Event description:
It was reported that during a lap gastric bypass procedure, the surgeon fired the instrument for a fifth firing and a crunching sound was heard. Staples were laid down, partially formed and no cutting was performed. A new instrument was opened, and the same event occurred again. A third instrument was opened and the procedure was finished. The area where the partially formed staples laid down was oversewn. The pt was sent home with no leak. Time delay was 30 minutes.